Event description:
L1 / l2 / l3 / l4 / l5 fixation surgery was performed on (B)(6) 2021. The surgeon noticed the cage back out by x-ray images on (B)(6) 2022. There was no problem with the x-ray image immediately after the surgery. The patient is currently asymptomatic. Two cages were reported, it is unknown which one has backed out.

Manufacturer narrative:
Batch review performed on 26 january 2022. Lot 1920666: (B)(4). Expiration date: 2025-jul-21. No anomalies found related to the problem. (B)(4). In this case, two devices with the same lot numbers were reported, however, only one mobilized (unknown which one). Clinical evaluation performed by medical affairs director. Few weeks after multi-level lumbar stabilization surgery with pedicle screws and posterior cages, one of the cages at lower level backs out. It may require revision at later stage. Spontaneous cage back out is a possible adverse event following lumbar stabilization, vastly described in literature; the cause is often linked to insufficient compression or loss of compression bewtween vertebrae. No reason to suspect a faulty device at the origin of this complaint.